Event description:
It was reported that one cassette malfunctioned whereby the pump stated that there was a kink in the line, but the caller confirmed that there was no blockage. A new mix was prepared and tried on both pumps which worked fine. The patient was able to continue infusion with another cassette and the issue was resolved. The patient reportedly experienced a loss of appetite since the last dose increase. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.